Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-46 alarm was not confirmed or duplicated. An f-94 (configuration option settings checksum is not 0) alarm was identified during the functional testing. The cause of the condition was determined to damaged batteries. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-46 (the pwron1 signal is help low) alarm. This event occurred before use of the device. There was no patient involvement. No additional information is available.